Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during visual inspection of the device, a tear was observed within an area of missing material on the anterior aspect, measuring approximately 7.4 cm and 0.2 x 0.1 cm respectively. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Note that, according to the product insert data sheet, the breast augmentation is recommended for at least 22 years old patients. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side off label use and anisomastia. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent primary breast augmentation with a 300cc mentor memorygel breast implants on both sides and experienced capsular contracture; baker grade iii on her left side postoperatively diagnosed via physical exam. As a result, the device will be explanted, and replaced on (B)(6) 2020. On (B)(6) 2020, mentor became aware that the patient also experienced enlarged breast pocket on the right side. The replacement devices used were catalog number 3503001bc; serial number (B)(4) on the right side, and catalog number 3503001bc; serial number (B)(4) on the left side on (B)(6) 2020. Per clinician assessment, since the patient was only (B)(6) at the time of implant, the device were used off label on both sides. This report is for the patients right-sided device.